Event description:
Pt reported that the device generated a result of "lo"(<10 mg/dl,), without having first applied blood or control solution to the test strip. No pt injury was rpeorted. Technical supprot requested the return of the suspect product and replacement product was shipped.